Event description:
A bilateral mastectomy for bilateral breast cancer. Underwent bilat exchange of tissue expanders and placement of silicone breast implants. One week after having sutures removed pt noticed a 1 centimeter gap in the incision of the right breast implant. This side had been the radiated side. Tissue very thin on this side. No redness or evidence of infection. Resutured. Several weeks later the gap still present and tissue reddened, still having drainage. Went back to operating room to have right breast implant removed and irrigated pocket, no implant put back in.